Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor starting to heat up was unable to be confirmed. The centrimag motor, us (serial number: (B)(6) was evaluated at the service depot and no physical anomalies were observed. The centrimag motor was connected to a test loop and was run for several days with no alarms activating. After several days of operation, the motor temperature remained within the acceptable operational temperature range. The reported event was not confirmed. The motor was functionally tested, passed all required tests, and returned to the customer site. The affected motor was taken out of equipment circulation and a new motor was used. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The centrimag circulatory support system operation manual (rev. M) section 4 entitled "warnings & precautions" warns ¿one additional centrimag console, motor and flow probe are required as backup components in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction.¿ section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the pump from the malfunctioning motor and console and place the pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." Section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts as well as the appropriate operator response to these events. When an m6 motor over temp alert is captured, ¿switch to backup console, motor and flow probe according to the procedure described in section 10.1. Verify that the backup motor stands free and is not covered (e.g. Blankets).¿ several sections, including section 6 ¿specifications and general description¿, section 8 ¿system operation¿, and section 10 warn ¿do not restart the pump if it has stopped due to motor overheating. Overheating is confirmed by a motor over temp alert message and temperature sufficient to prevent the user from placing and holding a hand on the motor housing. Clamp the return tubing and switch to the backup system according to the procedure described in section 10.1. Resume support. Record the alarm message and contact your local abbott medical representative.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the motor was sent back for evaluation because the customer stated the motor was starting to heat up. It was stated that there was patient involvement, and that the patient was switched from veno-arterial extracorporeal membrane oxygenation (va-ECMO) to a right ventricular assist device (rvad) on (B)(6) 2024. The centrimag motor was pulled and exchanged prior to initiation of rvad. It was unknown what events led up to the motor heating up as the motor was older. The system plugs were checked, the cord was checked for exposed wiring, and it was stated then that the motor was getting warmer. This happened prior to the patient's transition from va-ECMO to rvad. No alarms were noted but abnormal temperature to the touch. An ECMO specialist/perfusion/surgeons continued to monitor throughout until therapy change-va ECMO to rvad. Motors were exchanged at that time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.